Event description:
It was reported that an unspecified amount of bd safetyglide¿ needles clogged during the injection. The following information was provided by the initial reporter: "we have a report on item 305916, lot 2003406. The report states that the nurse cannot inject the medication. This is one of many reports ive received for this item over numerous lot numbers."

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.6. Investigation summary: no samples or photos received by our quality team for evaluation. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. During review of the process, process variations during the needle lubricant application can create clogged needles. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.